Event description:
The hospital reported that they observed more bleeding on some pts. It may or may not be related to the vasoview hemopro 2. It was not a case specific complaint but rather a general comment noted by the hospital.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for lots # 25097426, 25098346, and 25099375, the last three lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. (B)(4).